Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any adverse consequences associated with the patient? - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - could you kindly provide the lot number, please? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. - please provide the source or name of person providing answers to follow-up questions: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent a mastopexy procedure on (B)(6) 2025 and suture was used. During the procedure, in surgery of *, dr. *, patient *, the colorless mononylon 2.0 wire broke the wire when used. No adverse patient consequences were reported. Additional information was requested.